Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 492 mg/dl. The customer was treated with syringe. Customer stated they are unable to remove the battery cap on their pump. The customer was able to clear them but could not get cap open. The customer found cap was worn out during removal attempt and batteries are out. The customer was advised that we shipped replacement pump.